Event description:
The customer reported the alarm sound is not coming from the mx450 monitor. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The remote support engineer talked to the customer and confirmed the defective speaker assembly needs to be replaced. A replacement speaker was sent to the customer. E1: reporting institution phone #:(B)(6). E1: reporter phone #: (B)(6). H3 other text : device not returned.